Event description:
It was reported that when a surgeon was using the universal reciprocating saw attachment, while cutting along a guide, the blade noticeably flexed against the guide. It was reported that during the cut, the hand piece from and was not able to be restarted. An alternate non-zimmer device was used to complete the procedure. There was no report of pt injury or surgical, delay.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.